Event description:
It was reported that the patients lead was fractured and had high impedances which impacted patient therapy. The patient will undergo a revision procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4). Batch: 5070336.

Event description:
It was reported that the patients lead was fractured, and had high impedances, which impacted patient therapy. The patient will undergo a revision procedure.